Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. The first clip was positioned and deployed successfully at the septal-anterior location with good reduction. It was noticed post deployment that the clip had opened from completely closed to about 15-20 degrees. A second clip was positioned and deployed at the septal-posterior location with good reduction. It was also noticed post deployment that this clip opened from completely closed to about 15-20 degrees. Tr was reduced to grade 1 and there was no adverse patient effects.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. The first clip was positioned and deployed successfully at the septal-anterior location with good reduction. It was noticed post deployment that the clip had opened from completely closed to about 15-20 degrees. A second clip was positioned and deployed at the septal-posterior location with good reduction. It was also noticed post deployment that this clip opened from completely closed to about 15-20 degrees. Tr was reduced to grade 1 and there was no adverse patient effects.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.